Event description:
The pt had the following symptoms: dizziness, lightheadedness, nausea, feeling tired, having no energy, and hallucinating at times. The pump was refilled one month ago and was used to administer morphine sulfate. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.